Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) reported hearing tones. Subsequent information indicates that the device was explanted for normal battery depletion. The device was returned for reliability analysis. No adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. The device is a part of the shortened replacement window (4/05/2007) advisory. This issue is discussed in the q2 2010 product performance report.